Event description:
Pt underwent a robotically assisted sleeve gastrectomy, hiatal hernia repair, and EKG. While using the I-drive stapler during the sleeve gastrectomy procedure, the stapler malfunctioned and jammed up preventing further use. This necessitated using the manual stapler to finish the procedure. No harm to the pt, procedure was completed without further incident.